Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned for evaluation. Upon evaluation, the phenomenon was confirmed due to a faulty patient board. Based on the results of the legal manufacturer's investigation, it was identified that a design change of the patient board was initiated and implemented. The subject device of this report was manufactured prior to that design change. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty printed circuit board (patient board set) was found, causing no image when the returned device was tested with olympus, model series 180 scopes. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they could use olympus, model series 190 scopes with the olympus, model cv-190, evis exera iii video system center but were unable use olympus, model 180 series scopes with the olympus, model cv-190. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.